Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza a when tested on cobas liat. The same sample was retested on a different platform (cepheid/genexpert) which yielded a negative result for influenza a. The negative result was reported out. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No product problem was identified. The most probably root cause would be that the sample is near/at the limit of detection (lod) of the assay and the differences in testing methods. A systemic reagent issue was ruled out with internal testing. Review of the alleged runs showed that the alleged sample generated true amplification. Of note, the alleged sample was collected with longsee brand vtm 2ml, which is an off-label collection kit.